Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor sensor test failure during a bolus. Customer's blood glucose was 353 mg/dl. The customer also reported they were unable to rewind the insulin pump due to the motor error alarm. Customer reported wearing the insulin pump into a magnetic resonance imaging machine. Customer also reported being hospitalized with low blood glucose from 06/14/2015 to 07/30/2015. Customer's blood glucose was 57 mg/dl at the time of admission. The insulin pump will not be returned for analysis.